Manufacturer narrative:
The reported events of undersensing and a helix mechanism issue were confirmed. As received, a complete lead was returned in one piece with helix extended and clogged with blood and tissue. An x-ray examination of the lead revealed the inner coil was over torqued at the connector region. After cutting the lead and cleaning the helix, the helix could be retracted and extended by applying torque directly to the inner coil. The full helix extension length was measured within required specification. The cause of helix mechanism issue was isolated to blood and tissue in the helix region and over torqued of the inner coil. Electrical testing was performed and revealed no indication of conductor fractures. Although internal short was noted due to the over torqued inner coil at the connector region consistent with procedural damage.

Event description:
It was reported that undersensing was observed on the right atrial (ra) lead during the implant procedure. After being repositioned three times, the helix was unable to be retracted. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.